Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Device history record review revealed nothing relevant to this event. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. A likely cause of this type of event is a reaction of the patient to the material(s) implanted. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.

Event description:
It was reported by an allergist that a patient had a cmc mini-tightrope procedure on (B)(6) 2016 using the ar-8914ds, lot 10031600. Approximately one month post-surgery, patient began having rashes mostly concentrated at the surgical site. Surgeon referred patient to the allergist to determine if the cmc mini-tightrope might be the cause of the reaction. Allergist was unaware of any known patient allergies. Patient is a female, dob (B)(6) 1938, age (B)(6).